Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter successfully implanted via the right common femoral vein and placed in an infrarenal location. The patient is reported to have tolerated the procedure well and without immediate complication. Approximately three years and four months after the filter implantation, the patient became aware that the filter that tilted, and was associated with caval thrombosis and/or embolism, post-thrombotic syndrome and with blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced leg pain and swelling, emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Embolism, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Post-thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Due to the nature of the complaint, the reported leg pain and swelling experienced by the patient could not be confirmed and the exact cause could not be determined. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited tilt of the filter, caval thrombosis, thrombosis/embolism, post thrombotic syndrome and pain post implant. As a direct and proximate result of these malfunctions. The patient suffered life-threatening extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the patient¿s implant records, the patient underwent a successful ultrasound and fluoroscopic guided inferior vena cava (ivc) filter placement. The trapease filter was placed in good position within the inferior vena cava below the level of the renal veins. The patient tolerated the procedure well without immediate post procedure complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately three years and four months post implantation. The patient reports tilt of the ivc filter, blood clots, clotting, and/or occlusion of the ivc. The patient further reports that an evaluation of the patient¿s trapease ivc filter reported tilt, caval thrombosis, thrombosis/embolism and post thrombotic syndrome. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to filter tilt, caval thrombosis, thrombosis/embolism, post-thrombotic syndrome and pain. As a direct and proximate result of these malfunctions. The patient suffered life-threatening extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Thrombosis and embolism within the ivc or vasculature do not represent a device malfunction. Post-thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited tilt of the filter, caval thrombosis, thrombosis/embolism, post thrombotic syndrome and pain post implant. As a direct and proximate result of these malfunctions. The patient suffered life-threatening extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.